Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001313, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001313 was manufactured according to the work instruction (wi) version 75 and packaging in the multivac m12 on 15-may-2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the related sterilization supplier. The sub-assembly: assembly of the lot 3e00333 was manufactured according to the wi version 26 and assembled in the quickset line, on 02-may-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3d04922 was manufactured according to the wi version 26 and assembled in the quickset line, on 15-may-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3e03320 was manufactured according to the wi version 26 and assembled in the quickset line, on 17-may-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one nc was raised during the process unrelated to the malfunction reported, therefore, no nc raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an event where infusion set needle was hard to remove on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.